Event description:
It was reported that the patient presented on (B)(6) 2023 with driveline power fault alarms. The patient's modular cable was exchanged, and the alarms resolved. The patient then presented on (B)(6) 2024 with driveline communication fault alarms. The clinician reported that the alarm could not be cleared. It was noted that the patient had previously experienced driveline communication faults that resolved by exchanging the system controller and modular cable but exchanging the equipment did not resolve the alarms this time. The system controller and modular cable were exchanged again on (B)(6) 2023, but the alarm ultimately returned. It was abbott's recommendation that the alarm be permanently silenced. The communication fault had not interrupted the pump operation or any of the heartmate features because the redundant communication line was operating as intended. Additionally, it was reported that there were a few open spots on the patient driveline. Rescue tape was applied to the suspect areas. History of equipment exchanges due to driveline communication faults captured under manufacturer report numbers: 2916596-2024-00918, 2916596-2024-00919, 2916596-2023-04565, and 2916596-2023-04566.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: evaluation of the submitted log files confirmed driveline communication fault alarms; however, a specific cause for these alarms could not be conclusively determined through this evaluation. Additionally, reported superficial damage to the driveline pump cable can be confirmed through the evaluation of the submitted photos. A specific cause for the damage cannot be conclusively determined through this evaluation. Log files from the time of the reported event were submitted which revealed the reported driveline power and communication faults. No other notable alarms were observed in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. Additional log files were submitted which captured the continued driveline communication faults. No other notable alarms were observed in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. Evaluation of the returned modular cable that was exchanged on 06jan2024 (see manufacturer report number 2916596-2024-00296) revealed that there was evidence of fluid ingress, which likely contributed to the reported alarms. If similar material was present on the pump side of the inline connection, that would have the potential to contribute to the alarms that continued to occur after the modular cable exchange. Additionally, the customer submitted photos of the patient's driveline which revealed superficial damage to the outer jacket and underlying armor layer. The customer reported that the damaged areas were wrapped in tape. Multiple attempts for additional information were sent to the customer; however, no further information has been provided at this time. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number, (B)(6) . No further issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 6 of the IFU, ¿patient care and management¿ (under "caring for the driveline") and section 4 of the patient handbook, "living with the heartmate iii" (under "caring for the driveline"), instruct the user to call their hospital contact right away if the driveline is damaged (or might be damaged). These sections also state to "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." Section 6 of the IFU (under "caring for the driveline") also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address system alarms, including driveline communication faults, as well as the recommended actions associated with each. Section 8 of the IFU, "equipment storage and care" (under "cleaning the driveline") and section 6 of the patient handbook, ¿caring for the equipment¿ state, "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." Section 4 of the patient handbook, ¿living with the heartmate iii¿, contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 4 of the patient handbook also instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline communication faults, and the recommended actions associated with these emergencies. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported the patient presented on (B)(6) 2024 with a driveline power fault alarm. The clinician changed the modular cable and the alarm stopped. The patient was monitored for an hour with no recurrent alarms and was discharged to home. The event log confirmed the driveline power fault. The driveline power alarm had been resolved with a modular cable exchange, but the patient later came back with a communication fault alarm that could not be resolved. It was later communicated that the system controller and modular cable were replaced on (B)(6) 2024. The newly connected system controller recorded a couple of driveline communication faults that occurred right after the new modular cable was connected. The driveline communication faults returned, and the clinicians were recommended to permanently silence the alarms. It was additionally reported that the patient had a few open spots on their driveline. Rescue tape was applied to the suspect areas. Related MFR: (B)(4).